Event description:
Reported as a clinical follow up event: endocarditis, organism streptococcus sanguis, per blood cultures. Echocardiogram did not show hard evidence of endocarditis. Treated with antibiotics and hospitalized for 6 weeks. Since hopistal discharge the patient has remained well with no further signs of infection.